Event description:
It was reported via a clinical study that a transient ischemic attack occurred. A patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2025 with successful placement of a 27mm watchman flx pro laac closure device. The patient was discharged on a medication regime of aspirin. On (B)(6) 2025 the patient was admitted for weakness, dizziness, and right upper extremity (rue) weakness. A chest x-ray, bilateral carotid ultrasound, magnetic resonance imaging/angiography (MRI/mra) of the brain/head was completed. The MRI brain revealed no acute infarct, mra brain showed no large vessel occlusion, carotid doppler showed < 50% stenosis of left internal carotid artery (ica). The imaging was able to rule out a stroke and confirmed tia. The physician suspected the tia was a result of carotid stenosis. No intervention was required and the patient symptoms resolved within thirty (30) minutes of onset without deficit. The patient was discharged home two days later on (B)(6) 2025. The physician added plavix (75mg) to the patient medication regime and advised to have a carotid ultrasound in six (6) months.